Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you explain the sentence ¿the pitch and bite of the suture may have not been proper.¿? ¿I meant ¿there was a possibility that the interval and (/or) width of continuous suturing was (/were) too small and might lead high tension.¿ how much tissue was grasped when using the stratafix symmetric suture? ¿no information. Can you describe the surgeon initial technique with stratafix symmetric tab? ¿it is supposed that he followed the instruction of the initial technique. However, detail of his actual technique is unknown. Was there any anomaly or issue with the device/ fixation tab prior to use? ¿no, there wasn¿t. What tissue was the stratafix symmetric suture used on? ¿the fascia. Was the stratafix symmetric suture used on the fascia? ...yes. What was the condition of the tissue where suture was used (normal, diseased, weakened)? ¿no information. Was the fixation tab intact when the suture was placed in the patient? ¿yes, it was. Was there any predisposing factor prior to the event (cough, fall, etc)? ¿no information. What is the surgeon opinion as to relationship of the stratafix suture and the patient dehiscence? ¿there is a possibility that the stratafix suture could not keep the middle of the wound closed. How much of the wound was open (in cm)? ¿no information. Can you describe the appearance of the suture during the second procedure? ¿the suture (stratafix) had not been broken. It is supposed the wound dehiscence occurred because the tissue was torn. The remaining suture was on the fascia at one side of the wound. It seemed that the other side of the fascia had been torn by the suture. Around the starting and ending points of the suture, the tissue was still caught by the suture properly (i.e., the both ends of the wound were still closed properly with the suture.) What are the patient weight and bmi? ¿no information. What was used to close the patient fascia during second procedure? ¿no information. What is the current condition of the patient? ¿she has recovered from the symptom, and has been discharged from the hospital. Is the surgeon interested in speaking with engineering or medical personnel? ¿no information.

Event description:
It was reported that the patient underwent an open myomectomy on (B)(6) 2017 and the barbed suture was used on the fascia. On (B)(6) 2017 the patient was discharged. Then, the patient visited the hospital on (B)(6) 2017 due to abdominal pain. Abdominal incisional hernia and wound dehiscence were observed during an emergency surgical operation which was performed immediately. The barbed suture was not broken. The surgeon opined that the wound dehiscence possibly occurred because the tissue was torn. The remaining suture was on the fascia at one side of the wound. It seemed that the other side of the fascia had been torn by the suture. Around the starting and ending points of the suture, the tissue was still caught by the suture properly; the both ends of the wound were still closed properly with the suture. The surgeon opined that the suture could not keep the middle of the wound closed. The surgeon opined that the pitch and bite of the suture may have not been proper; other words, there was a possibility that the interval/width of continuous suturing was too small and might lead high tension. The patient has been recovered and discharged from the hospital.